Event description:
Nurse picked up an "epipen" to do a pt blood sugar check. Pen was used mostly by pt and pt's family. Last person to use epipen was pt's child. Apparently the used needle did not automatically retract causing a needlestick. Nurse went to the emergency room of a local hospital almost immediately.